Manufacturer narrative:
Block h6: imdrf device code a140101 captures the reportable event of balloon failure to deflate. Block h11: investigation results the device was not returned for analysis and was reported to be disposed; therefore, a technical analysis could not be performed. Media inspection of the provided photos show evidence of accordioning in the catheter along with evidence of catheter break. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used during an esophagogastroduodenoscopy (egd) dilation procedure to treat trouble swallowing performed on 29 apr 2026. During withdrawal, the balloon had been inserted through the endoscope and used on the patient. Following completion of dilation, the technician attempted to deflate the balloon; however, the balloon did not fully deflate at the distal end and could not be withdrawn from the scope. As a result, the physician removed the endoscope from the patient, and the technician used cutting wire to remove the balloon catheter. Upon inspection, a kink in the catheter was observed, and the balloon appeared twisted, possibly due to withdrawal attempts. The procedure was prolonged as a result of this event. Photos provided of the device outside the patient show the catheter is kinked, stretched and mechanically cut. There were no patient complications reported as a result of this event and the patient condition following procedure was reported to have fully recovered.